Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, while advancing a penumbra system 3max reperfusion catheter (3max) through a penumbra system 5max ace reperfusion catheter (5max ace), the 3max unintentionally snapped and broke. The 3max broke outside of the patient, prior to use and was not used in the procedure. The physician removed the 3max from the 5max ace and continued the procedure using a new 3max and the same 5max ace.

Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 17.0 cm from the hub; the 3maxc was ovalized approximately 45.0 cm from the hub. Conclusion: evaluation of the returned device revealed that the 3maxc was fractured and ovalized. This type of damage typically occurs due to improper handling during preparation. If the device was forcefully advanced and buckling or resistance occurred, damage such as this may occur. Lubricity was present along the 3maxc catheter shaft. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.